Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received critical block and inverse critical block did not add to zero. Customer's blood glucose was 238 mg/dl. Customer also reported that they were not able to clear the alarm. Customer advised to insulin pump needs to be replaced and refer to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump was tested with no unexpected error message and the critical block and inverse critical block did not add to zero alarm noted.